Event description:
It was reported that the user received an alert 60 indicating a bluetooth communication error between the device and its ble board; the device battery was below 50%, and the user was instructed to fully charge the device and perform a restart, with replacement to be considered if the alert persisted. Symptoms included no reported injury or clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer education and basic troubleshooting consisting of charging the device and performing a restart to address the communication error. Investigation of this case revealed a device communication malfunction associated with the bluetooth module, consistent with a transient ble board communications fault. It was concluded, based on previously established findings for similar reports, that the cause was a transient device malfunction that resolved with restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.